Manufacturer narrative:
This is a follow up report for MDR 3010729479-2021-00003 to change the product code. A recall report has been submitted to FDA on may 14, 2021.

Manufacturer narrative:
This is a follow up report for MDR 3010729479-2021-00003. Additional investigation identified a contamination of the neumodx cartridge.

Manufacturer narrative:
The samples identified by customer as false positive had one target amplified. The IFU instructs users that positives with just one target amplified can be retested. We are reporting this event in an abundance of caution and in accordance with the eua requirements.

Event description:
False positive result with the neumodx sars-cov test strip on the neumodx 288 molecular system.